Event description:
It was reported that when using the bd pyxis¿ medbank tower, the validation code for issuing medication was not working. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the user had entered the wrong validation code. A technical support specialist found that the user had used 133959200, which was close, but the digits were out of order. The technical support specialist provided the correct code: 133952900. The system functioned as intended after the technical support specialist troubleshot the device.